Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis and root cause - the complaint is confirmed as transducer delamination. The device was scrapped after completion of the investigation. Previously, corrective action was raised for failure specific to 36khz handpiece c2602 and transducers as braze material received from supplier was incorrect and contained zinc. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during vibration test, the cusa excel 36khz straight handpiece (c2602) would not pass, sending an alarm. Neurosurgery procedure for brain tumor resection proceeded without using the ultrasonic aspirator. No patient injury was reported; however, the surgery delay was not reported officially, but there was at least 1to 2 hours of delay, since they did not had an ultrasonic aspirator.